Event description:
The user is reporting that the device initially turned on for use and began to give voice prompts as expected but then suddenly turned off. This happened three times. The user turned the device off and continued with CPR. Patient outcome is unknown.

Manufacturer narrative:
(B)(4).